Event description:
The customer reported that the user was expecting a high priority alarm from the bedside patient monitor when the patient's systolic pressure exceeded it's preconfigured parameter.

Manufacturer narrative:
(B)(4). The reported description notes that the user expected a high priority alarm from the bedside patient monitor when the patient's systolic measurement exceeded its preconfigured parameter, but the alarm received was not a high priority alarm. Root cause - inappropriate user expectations. Complainant was expecting a high priority alarm in response to either a high/low nibp alarm. According to the instruction for use, intellivue patient manual, software version c, page 39, "red and yellow alarms are patient alarms. A red alarm indicates a high priority patient alarm such as a potentially life threatening situation (for example, asystole). A yellow alarm indicates a lower priority patient alarm (for example, a respiration alarm limit violation). Note that this same IFU on page 53 lists both nbp high and nbp low as the yellow alarms. When the nbp either exceeds or is below the alarm limit, the numeric nbp value will flash and the alarm limit will be highlighted. The alarm lamp on the monitor's front flashes in a yellow color. The monitor also produces an audible tone indicator. There were no central monitoring logs submitted. However, yellow patient alarms (e.g. Nbp high/low alarms) are not recorded in the diagnostic logs of either the bedside or central monitor. According to the complaint description, both the cited patient and associated central monitor were tested in the demo mode. Both red and yellow alarms were appropriately triggered. The philips technician found that the central/bedside monitors are functioning in accordance with manufacture specifications. No problem was found. There have been no further similar reports associated with this cited bedside monitor. The bedside monitor was delivered to the customer in (B)(6) 2005. Additional reinforcement training regarding high priority and lower priority clinical patient alarms and their audible and visual function was performed with the clinical staff. The information provided related to the situation and from analysis of similar complaints does not support that there was any malfunction, or any systemic problem or design or labeling malfunction. Device labeling (IFU) for this version software/hardware adequately describes alarm levels associated with high nbp measurement. No further investigation or action is warranted.